Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with the reported event was not returned, however, review of the provided photo confirmed the reported event. Furthermore, the fixation pin appeared bent and twisted consistent with suspected off axis alignment of the mating pin under power resulting in the pin and block fusing together. Based on the observation of the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product/lot information not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill pin got stuck in revision attune tibial block right side.